Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited t-wave oversensing, r-wave undersensing, detection of false atrial fibrillation episodes. Reprogramming recommended and the device remains is use. No patient complications have been reported as a result of this event.